Manufacturer narrative:
The subject product evaluation found the unit would not power on as was reported. Heat damage was identified inside the unit at the control board (logic chip) and the membrane ribbon was found melted. The damage to the internal components caused the reported failure of would not power on. This unit was in service for 7 months at the user facility before the failure mode presented. Based on the evaluation performed, we are unable to determine a definitive root cause of the damaged components at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported per the customer contact that the x-stream controller did not power on during set up of a case. There was no patient involvement. The subject product was returned and evaluation identified that some internal components had heat damage with evidence of internal combustion having occurred. There was no report of a short circuit, smoke, or flame having occurred during use of the device. It is not known when the internal damage occurred.